Event description:
Baxter received a report that vest, model 105 ble had power cord damaged and burnt, with copper wires exposed. This occurred at home during patient use. There was no patient injury or death reported with this event.

Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this product. It is unknown if the customer performs preventative maintenance on their products. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of a damaged and burnt power cord with exposed copper wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.